Event description:
Procedure type: nephrectomy. According to the reporter: the balloon ruptured during procedure. The balloon was injected with more than 25ml of air (approx. 28 ml). Fallen pieces were retrieved from the cavity. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).